Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported their therapy stopped providing relief for them about 2-3 years ago and now they're having it explanted on (B)(6) 2021. Pt stated when they were first implanted with the device it worked really well for them but then after time, it stopped working. Pt stated they tried having it reprogrammed but it still wasn't providing relief anymore. This issue has not been resolved.